Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not performing the air removal step. Tandem clinical support educated the customer regarding the air removal step and cold insulin use. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.